Event description:
It was reported that the customer received a continuous glucose monitor error 42. The pump was reset, and the customer continued to use the pump for insulin therapy. Additionally, it was reported that the pump time and date were incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time and date, and resumed insulin therapy. Customer reported a blood glucose level of 120 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.